Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that medications were not crossing over to the reports. A technical support specialist dialed into the server and checked the etl jobs, which were found to be failing. Review of the dbo.sysssislog table showed that it was bloated with 15,796,459 records. The table was cleared by following knowledge article esr 1.19.4 and 1.20.x for dbo.sysssislog table bloat. The extract transform load (etl) jobs were re-run and were confirmed to be running successfully at five-minute intervals. The customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all medications were not crossing over on the reports. Customer stated that this issue affected all station reports, including refill reports and inventory reports, showed nothing to be refilled and did not update, user was not able to generate it manually either. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.